Event description:
It was reported that a revision surgery was performed due to dislocation of the patellar component.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A clinical investigation indicated that no clinically supportive documentation has been provided for inclusion in this investigation. Without the explant or the requested clinical information, the root cause of the dislocation cannot be determined. The impact to the patient beyond the revision surgery cannot be concluded. No further clinical/medical investigation is warranted at this time. A review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. A review of complaint history on the listed parts revealed no prior complaints for this failure mode with the same batch number. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that a revision surgery was performed due to dislocation.